Event description:
On 6/23/2023, it was reported by a sales representative via email that the inserter handle of a swivelock from an ar-1593-bc secondary fixation implant system was pressed against the anchor, and it could not be implanted. Additional information received on 6/23/2023: this was discovered during a meniscal root repair procedure on (B)(6) 2023. Nothing broke inside the patient as the anchor remained intact. The case was completed using an individual ar-2324bcc swivelock.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the images from the field that were submitted for evaluation, it was noted that the threads of the screw were damaged from the 6th thread down. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the screw during insertion.